Manufacturer narrative:
After further review MFR#2916837-2021-00054 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd lsrfortessa¿ x-20 so waste leaked outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter: customer reports that the waste reservoir does not empty, and has overflowed. Additionally, on 2020-2-16 the fse provided the following additional information: was the leak fluid or air? Fluid was the leak contained within the instrument? No was there spray of fluid under pressure? No what was the fluid that leaked? Waste liquid (I assume it will be biohazard) did biohazard leak before or after waste line? After waste line was the waste mixed with decontamination or bleach? Not sure (I assume no as customer was running live cells) was the customer/bd personnel physically in contact with the fluid? No which part of the body was in contact to the fluid? N/a what personal protective equipment (ppe) was being worn? Lab coat, mask, gloves & face mask. Was there any impact to patient samples due to leak? No. Was customer harmed/injured? No.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd lsrfortessa" x-20 so waste leaked outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter: customer reports that the waste reservoir does not empty, and has overflowed. Additionally, on 2020-2-16 the fse provided the following additional information: was the leak fluid or air? Fluid was the leak contained within the instrument? No was there spray of fluid under pressure? No what was the fluid that leaked? Waste liquid (I assume it will be biohazard) did biohazard leak before or after waste line? After waste line was the waste mixed with decontamination or bleach? Not sure (I assume no as customer was running live cells) was the customer/bd personnel physically in contact with the fluid? No which part of the body was in contact to the fluid? N/a what personal protective equipment (ppe) was being worn? Lab coat, mask, gloves & face mask was there any impact to patient samples due to leak? No was customer harmed/injured? No